Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient noted a pattern of elevated blood glucose readings following by a low blood glucose value, and the patient experienced the symptoms of "not feeling well" and shaking. The patient administered self-treatment by consuming juice. The patient noted, she obtained elevated fasting blood glucose readings ranging from 198 mg/dl to 248 mg/dl, and at noon her readings were 79 mg/dl to 81 mg/dl with symptoms. The patient stated, she was planning to review her settings with the hcp. The patient refused to troubleshoot the pump, therefore, no information was provided about the pump settings or history. As the patient reported symptoms suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.